Manufacturer narrative:
The device was reported as being set up for use at the time of the event and was not attached to the patient. The customer substituted the ventilator with a standby ventilator. There was no delay in therapy. A philips field service engineer (fse) was dispatched to the customer site and it was determined that the data acquisition printed circuit board assembly (da pcba) needed to be replaced to return the device to working condition. The removed da pcba was returned to the failure investigation lab (fi). A visual inspection of the da pcba revealed no evidence of damage or contamination. The fi technician installed the da pcba into a fi ventilator to duplicate the reported issue. The customer complaint could not be verified. No errors occurred during the cycle test and no fault was found.

Manufacturer narrative:
(B)(6)2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had a pressure sensor auto zero failure. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.